Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select simple meter was reading inaccurately high compared to feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that the alleged inaccuracy began on an unknown date prior to contacting lfs. The patient manages his diabetes with insulin (self-adjuster) "insulin 3 times a day human actrapid 25 units in the morning, 15 units before lunch and human mixtard 15 units in the evening before dinner." The patient claimed the obtained a blood glucose result of 254mg/dl on the subject meter and he continued with his usual dose as a result of the alleged product issue. The patient then reported he developed the symptoms of "feeling giddiness and perspiring." The patient denied receiving any treatment and on an unknown date the patient visited his doctor where he obtained a blood glucose result of "71 mg/dl" on a laboratory device. At the time of troubleshooting the csr noted that the unit of measure was set correctly at the time of testing, the test strips had been stored correctly and within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.